Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site change reminder annunciated at the incorrect time. The customer stated they changed the site and then the reminder occurred an hour after. In addition, the contact reported this issue happened once in the past. There was no reported impact to the customer's blood glucose level. Contact stated the issue caused the site to be changed on the wrong day resulting in the customer having a "bad knot" where the site was. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.